Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that last friday ((B)(6) 2022), the patient's pump started alarming because they did not fill the pump in the correct amount of time. The patient confirmed that the pump medication ran out and when they filled the pump the alarm stopped. No symptoms/patient complications were reported.